Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.

Event description:
A health care professional called stating the customer's contour meter was set to mmol/l. During troubleshooting it was determined the units of measure could not be changed to mg/dl. The call ended before further information could be obtained. No product was replaced.